Event description:
A customer reported observing a stream of bubbles emanating from the back of the handpiece, filling the aspiration chamber, and causing system message codes during multiple procedures. During one procedure, the customer noted that at vacuum levels of 60mm to 90mm, the bubbles are seen in the irrigation line and not in the aspiration line. During another procedure, the customer noted a stream of bubbles coming from the aspiration line (vacuum over 250mm), but not from the irrigation line. This caused the aspiration chamber to fill with bubbles and caused system messages to display. The customer noted that all handpiece lines and tips were tight. There was no patient harm reported.

Manufacturer narrative:
A sample has not been returned for investigation. Investigation including root cause analysis in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. A root cause has not been identified. (B)(4).